Manufacturer narrative:
(B)(4). Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling: undesirable effects. The pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore, advisable to take these potential risks to account.

Event description:
Healthcare professional reported to allergan representative that after prepping with "aseptic" cleansing and lidocaine cream, the pt was injected with juvederm ultra plus with lidocaine in the "nasogenian grooves" and "glabellar area". Subsequently, the pt experienced redness, swelling, and bruising in the glabellar area three days after injection. That day the healthcare professional prescribed dexamethasone intramuscularly, "evastel z", and "talacin". Later the same day the pt exhibited "increased coloration" in the glabellar area. Additional treatment of hyaluronidase in the glabellar area, a "nitroderm tts patch", and "pentoxicilina" were prescribed. The pt was placed "under review for 15 hours. The healthcare professional indicated that the treatments were prescribed to improve blood circulation in the area.